Event description:
The reporter called and alleged discrepant results on the device when compared to the lab during a correlation study. The reported device results were 3.3, 2.1, 2.9, 1.3, 4.8, 3.5, 4.1, 2.3 and 2.4 inr. The corresponding lab results reported were 2.5, 1.6, 1.7, 1.9, 3.3, 2.2, 2.6, 1.6 and 1.6 inr. The reporter did not provide any other info.